Manufacturer narrative:
The investigation is ongoing and once the investigation has been completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "the lens did not stay in the correct position after insertion; haptics did not achor in patient correctly"

Event description:
Lenstec received an email stating "the lens did not stay in the correct position after insertion; haptics did not achor in patient correctly".

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. There was no evidence to suggest that any part of these processes caused the haptics not to anchor in the patient's eye correctly. Additionally, we have not received any other complaints from this batch. Based on the results of the inspection, the lens was returned with a deep scratch on the center of the optic and a cut on the outer edge of the optic. The cut on the lens was probably made to facilitate removal from the eye. Both haptics were intact and no damage or defects were noted; we are therefore unable to determine what may have caused the haptics not to anchor in the patient's eye correctly. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.